Event description:
Upon surgeon deploying stent, she noted a small piece of device separated from the implant delivery system on x-ray, surgeon inspected stent deploying device and didn't note anything unusual but seemed to think that it could be something from the stent device, she then had to deploy additional stents to trap the piece against the wall of artery. Bard rep was present and aware.